Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing due to post paced t wave oversensing on the right ventricular lead. Programming changes were performed to resolve the issue; the patient will continue to be monitored. The patient condition was stable.